Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing for low oxygen flow, positive flow verification, detachable li-ion battery test. The evaluation found that the adjustment of grey removeable foam is necessary. Foam was adjusted. The device's detachable battery connector cable, inlet air path, air path foam, and flow path were replaced to address the issues. The device passed all testing.